Event description:
In the course of removing drain, it snapped off, leaving most of the drain in the wound. Surgical intervention required for removal of retained portion. Operative note indicates drain may have been inadvertently sutured.